Manufacturer narrative:
On 11/5/2021, ticket numbers (B)(4) were generated by the FDA due to acknowledgements issues on establishment registration (B)(4) filings received in before the 30-day filing requirement. FDA has not resolved this issue. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
An attorney's office is filing a court summons notice under case reference number (B)(4)alleging that a heating pad was the cause of a burn to its client's face and neck. There was not a report of property damages with this incident.